Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter that 12 sterilized packages were found to be damaged. The following information was provided by the initial reporter, translated from (B)(6): this is a report about damaged packages of iagbc. During the re-packing procedure of arriving products at the customer's side, several sterilized packages were found to be damaged.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary our quality engineer inspected the samples and photographs for evaluation. Bd received 60 sealed 22 ga x 1.00in. Insyte autoguard bc pro units from lot number 1314412. Additionally, seven photos were provided. Through the visual inspection, five units were observed to have holes in the packaging and extra strips on the edge of the package. The reported issue has been confirmed for 5 units. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter that 12 sterilized packages were found to be damaged. The following information was provided by the initial reporter, translated from japanese to english: this is a report about damaged packages of iagbc. During the re-packing procedure of arriving products at the customer's side, several sterilized packages were found to be damaged.